Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient has stimulation in the wrong location. The patient could hardly feel stimulation in their legs and stimulation was hurting them in their ribs. Overall the patient tended to have problems with their leg and they were having spasms in their leg so they turned stimulation up to determine if that would help. The patient¿s spasms became worse so they turned stimulation down, but now they could not feel stimulation in their legs and the stimulation was not enough to help. The patient did have pain in their ribs. The patient noticed the change a few days ago and that was when they noticed the implantable neurostimulator (ins) was depleted, so they recharged the ins. The patient stated they had several other health issues and they tend to have ¿brain fog.¿ the patient did not have any falls or trauma lately; however, the patient does fall a lot as they have epilepsy and chronic tonic seizures. The patient had not tried switching programs or groups using the patient programmer. An appointment with the patient¿s healthcare professional was scheduled for (B)(6) 2013 and the patient had tried to contact a manufacturing representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.